Event description:
The event "resulted in a serious deterioration in the health of the patient". The event was related to the implant procedure. The status/outcome was reported as ¿resolved without sequela¿ with a resolution date of (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that this patient was an inpatient receiving treatment for meningitis. It was uncertain if this was related to the pump implanted in the last month. Additional information has been requested. It was further reported the patient had a decreased mental status. Laboratory testing noted abnormal results indicating meningitis on (B)(6) 2014. Actions included the administration of medications as the pump was refilled with vancomycin on (B)(6) 2014. An explant occurred but not a replacement on (B)(6) 2014. This event was reported as ¿not related.¿ the patient¿s pump did not deliver baclofen or morphine sulfate. The event outcome was reported as ongoing as of (B)(6) 2014. It was further reported that the device was explanted and the system delivered dilaudid and bupivacaine.

Event description:
Additional information later reported the severity was indicated as severe.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the event was not related to the device and components and it was unknown if it was related to the implant procedure. The entire system was explanted and not replaced.